Event description:
During the procedure, the introducer was leaking blood. The catheter was exchanged to finish the procedure with no patient consequences.

Manufacturer narrative:
A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.